Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn sapphire analyzer, list # 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent head assembly aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn vent head assembly provided to the customer with the recall letter.

Event description:
The customer stated the cell-dyn sapphire analyzer probe failed to return to the upper position. Prior the customer's call to abbott, the customer already replaced a bend probe and cycled the power to the analyzer. The customer was advised to replace the vent needle, zero park and cycle the analyzer's power. The customer stated the issue persisted and that the analyzer probe assembly was making a loud grinding noise, therefore a service call was initiated. There was no impact to patient management.